Event description:
It was reported that the insulin gauge was intermittent inaccurate. Reportedly, the customer was not removing the air from their cartridge during the loading sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 123 - 175 mg/dl.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.